Manufacturer narrative:
B3: 2025 was the year of the event but the exact day/month was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.

Event description:
The device was returned due to the cassette sensor reported to be defective during testing. The results of the investigation found that the device's downstream occlusion (dso) sensor was damaged. There was no patient involvement.